Event description:
Leica biosystems received a complaint regarding sub-optimal processing of approximately 20 prostate core biopsies from a two (2) hour factory xylene protocol. The complaint advised that the tissue samples from the affected processing run were burnt. A leica field service specialist (fss) attended the laboratory on (B)(4) 2014. The fss measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the directly measured concentration and that calculated by the instrument software, which is based on data entered by the user, exceeded the acceptable limit for bottles 8. The measured ethanol concentration by the instrument software was 100%. On (B)(4) 2014, leica biosystems received info that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.

Manufacturer narrative:
Bottle 8 (ethanol) was removed from the instrument for 29 seconds, which is not sufficient time to complete manual replacement of this reagent, and the corresponding reagent station was reset at 10:07 am on (B)(6) 2014. Resetting a reagent station sets the concentration to the default value of 100% configured in the reagent types definitions. The info in the instrument logs suggest that the reagent in bottle 8 (ethanol) may not have been replaced, and the ethanol concentration measured by the fss on (B)(4) 2014 following completion of six (6) protocols was 85%. Bottle 8 was used for the final dehydration step of the "(B)(4)" protocol started in report (B)(4) at 17:28 pm on (B)(6) 2014, from which sub-optimal tissue processing was reported, because the instrument software uses reagent concentration to select reagent stations when executing protocol. The required minimum final reagent concentration for ethanol is (B)(4). The consequences of using ethanol at less than the minimum final concentration are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps and contamination of reagents used for subsequent processing steps, ultimately resulting in the sub-optimal tissue processing reported. The root cause for the sub-optimal tissue processing reported was a failure by the user to complete the manual reagent replacement process in accordance with the MFR instructions in the leica peloris/ peloris ii user manual prior to commencement of the affected protocol.